Event description:
Procedure type: laparoscopic esophagectomy, patient gender: unknown. According to the reporter: the orvil anvil disengaged at the level of the pharynx. A thoracoscopy was performed to retrieve the anvil and a new device of different type was used to complete the procedure. Surgery time was extended by more than thirty minutes, and tissue loss occurred as a result.

Manufacturer narrative:
Initial report sent: 09/23/2008.